Manufacturer narrative:
Alleged failure: produced an electric arc outside the patient's body and continued to function without activation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged bond of the polyimide, and suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device continuously activated.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.